Event description:
Journal reference: lim, et al. "Electrical stimulation of the anterior nucleus of the thalamus for intractable epilepsy: a long-term follow-up study." Epilepsia, 2007, 48:342-7. Four patients underwent stereotactic implantation of quadripolar stimulating electrodes in the bilateral ant, guided by single-unit microelectrode recording. The patients were followed for a mean of 44 months. Reportable event: a female patient being treated with stn bilateral deep brain stimulation for cps and gtcs (seizure) had her stimulator accidentally turned off at 7-12 months causing increased seizure activity. Seizure activity decreased when the stimulator was reactivated.

Manufacturer narrative:
Journal reference: lim, et al. "Electrical stimulation of the anterior nucleus of the thalamus for intractable epilepsy: a long-term follow-up study." Epilepsia, 2007, 48:342-7. See scanned pages.